Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump received insulin flow blocked alert. The customer¿s blood glucose level was 270 mg/dl at the time of incident. The customer reported that she had ketones and was feeling like vomiting. The insulin pump will not be returned for analysis.